Event description:
The reporter stated that she did back to back blood glucose tests, within minutes, using different fingersticks and strips. The results were 155 and 97 mg/dl. She did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the reporter said that she has retinopathy and visual problems. The lifescan representative reviewed qc procedures and discussed meter/lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8